Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod. Symptoms reported include vomiting and fatigue. Treatment provided at the hospital (specific treatment unspecified).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.